Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: clog nozzle due to foreign object inside, damaged switch, stain and kink inside borescope, bending manipulation and insertion tube defects, cracked adhesive on the bending section cover, scratch/dent on plug unit of connector, lg boot detached from metal and dent on c-cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during reprocessing of this evis exera iii colonovideoscope the evo-tech washer failed multiple times. It was reported that the washer exhibited channel occlusion error message during reprocessing. Upon inspection and testing of the customer returned device, foreign substance clogged in nozzle due to insufficient or incorrect reprocessing of scope were noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event. Additional information received from the customer that the device was using in a colonoscopy procedure on (B)(6) 2022, and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. The aware date should be 03-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing. The specific root cause could not be determined at this time. The user may detect the suggested event properly by handling the device in accordance with following the instructions for use: -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function. The user may prevent occurrence of the event by handling the device in accordance with following the instructions for use: precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: -clean the external surface. *immerse the endoscope in the detergent solution. *thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all object is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen object that has dried and hardened onto the endoscope¿s surfaces.". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.